Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes a capture a nomaly and that the device would not pace in the ventricular channel in either the bipolar or the uunipolar modes. Also noted was high impedance on the ventricular channel.~~